Event description:
It was reported that when the catheter tray was opened there was no catheter and no drainage bag inside the package. There were two prep trays in one of the trays. There was not a pair of gloves but only one glove in one of the pre trays.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. All component inside of the tray were in good condition. Per the sample evaluation, there were only 2 trays inside the kit and no drainage bag or catheter present in the kit. The sample was classified as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape, configuration and principles] bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the catheter tray was opened there was no catheter and no drainage bag inside the package. There were two prep trays in one of the trays. There was not a pair of gloves but only one glove in one of the pre trays.